Event description:
Customer reported the power cord has fibers exposed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power cord. System operates as intended.